Event description:
Customer reported receiving an error 6 message from her precision xtra meter upon calibrator insertion. As a result of the error 6 message received, customer reported losing consciousness. No self-treatment or third-party medical intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. During the course of troubleshooting with adc customer service, it was discovered that customer attempted to use expired test strips (expiration is 01/31/2009). There is no indication of a product malfunction. No further investigation is required.